Event description:
The clinician reported that they suspected a balloon rupture. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.